Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their concern with the implantable neurostimulator (ins) not working properly was that they wanted to increase the level of the stimulation but had difficulty doing so; however, they were able to after numerous tries. It was stated that the poor communication between the patient programmer and ins had been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting poor communication on the patient programmer (pp). It was stated that their implantable neurostimulation (ins) wasn't working properly. It was noted the patient was recently implanted or had revision surgery. Bandages and swelling was present. It was stated the patient was educated under anesthesia. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.